Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37751, product type: recharger. Product ID: 37761, product type: recharger. (B)(4).

Event description:
The patient¿s implant won¿t work. It was not providing stimulation and not providing stimulation down the leg. The patient feels a little vibration but it needs charged. The patient can¿t ¿get the stimulator to work¿ because she can¿t get it to charge. The patient usually recharges the implantable neurostimulator (ins) every day. Nothing was appearing on the recharger screen. The recharger was not charging. During the report the patient plugged all the equipment together and into the wall outlet to verify. It was verified that nothing was appearing on the recharger screen. The connector pin area seemed intact. The patient received the recharger replacement and a desktop charger. The cord with the connector pin did not fit into the recharger. The patient thought she accidentally sent back the new cord and kept the old one. There was no indication of patient harm. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.